Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient got about ten coude intermittent catheters that were brittle and old. It was noted that the patient had been using the product for more than 90 days. Per follow-up info received on 06dec2021, patient did not provide any additional information.

Event description:
It was reported that the patient got about ten coude intermittent catheters that were brittle and old. It was noted that the patient had been using the product for more than 90 days. Per follow-up info received on (B)(6) 2021, patient did not provide any additional information.

Manufacturer narrative:
The investigation is still in progress. The device was not returned